Event description:
During a maintenance inspection, physio-control found that the device would lock up upon power on. The device was unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio control replaced the user interface pcb to stack flex cable assembly and completed other repairs to observe proper device operation through functional and performance testing. The device was returned to the customer for use.